Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation. Per exemption number e2015057.

Event description:
It was reported that the venapro unit was getting too hot. There was no reported patient harm or patient involvement.